Event description:
Paramedics responded to a person complaining of implanted pacemaker problems. The device was connected to the pt and paramedics observed that the internal pacemaker was intermittently pausing. External pacing therapy was initiated with the device but, according to the reporter, when the "start/stop" button was pressed, the device alarmed "leads" and the device would not pace the pt. A backup device was immediately called for and used while the pt was transported to the hosp. No adverse affects to the pt were reported as a result of the alleged malfunction.